Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 29. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.